Event description:
Baxter reports a customer reported the transfer set was replaced because of leaks of the peritoneal dialysis fluid theough the tubing. The transfer set was placed in 2004 (no more than 5 months). No patient injury or medical intervention was associated with this incident.